Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified an internal battery short that resulted in the observed premature battery depletion.

Event description:
It was reported that this insertable cardiac monitor (icm) device battery reached recommended replacement time (rrt) earlier than expected. The healthcare provider (hcp) called boston scientific technical services (ts). Ts advised data confirms the icm device battery has depleted prematurely. Battery voltage decreased steadily over the past year. Ts suggested the icm device should be returned for analysis if explanted. Subsequently an explant procedure was scheduled. The icm device was explanted. Another icm device was implanted to continue monitoring. The device is expected to be returned for analysis. No adverse patient effects were reported. The device has been returned and analysis performed.

Event description:
It was reported that this insertable cardiac monitor (icm) device battery reached recommended replacement time (rrt) earlier than expected. The healthcare provider (hcp) called boston scientific technical services (ts). Ts advised data confirms the icm device battery has depleted prematurely. Battery voltage decreased steadily over the past year. Ts suggested the icm device should be returned for analysis if explanted. Subsequently an explant procedure was scheduled. The icm device was explanted. Another icm device was implanted to continue monitoring. The device is expected to be returned for analysis. No adverse patient effects were reported.